Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k: this report is for an unknown lc-dcp plate /unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k unavailable. Device is not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: miles, d., graves m., spitler c., bergin p. (2017), failure of patellar plating with mini-fragment implants. The journal of bone and joint surgery, incorporated, volume 7, number 1, pages 1-5 (united states of america) this is a case report of a (B)(6) woman who experienced a comminuted fracture of the patella with separation of the bone fragments and underwent an open reduction and internal fixation of the fracture 7 days after the injury utilizing an unknown synthes 2.0-mm limited contact dynamic compression plate (lc-dcp) system. The patient had knee pain very early in the postoperative course. Radiographs at the 6-week follow-up showed subtle anterior displacement. At the 8-week follow-up, range of motion (rom) was from 5 degrees to 110 degrees, and there was pain in the anterior aspect of the knee. The patient returned for follow-up 6 months after surgery with substantial pain in the anterior aspect of the knee and minor pain in the posterior aspect. She reported difficulty walking, and considerable crepitus was noted during the examination. Although the radiographs made at the 6-week follow-up had demonstrated failure of fixation and articular incongruity, the displacement had not worsened at the 13-month follow-up, so the patient declined reconstructive surgery. It was determined that the non-locking medial and lateral plate construct did not adequately resist the axial, sagittal, tensile, or compressive forces on the patella during protected early knee motion, leading to failure of fixation. This report is 1 of 3 for (B)(4). This report is for an unknown synthes 2.0mm lc-dcp plate. A copy of the literature article is being submitted with this medwatch.